Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, imdrf annex b grid and manufacturer narrative. Omit: b17 - device not returned. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.